Event description:
The doctor reported the implant was removed due to osseointegration failure, 1 month after implant placement. Bone quality around the area was not reported, and oral hygiene around the implant was poor. Local infection and bone resorption were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered and will be going with a bridge option.